Event description:
It was reported that during an unknown procedure, the cartridge fell out of the device and fell into the patient. The cartridge was retrieved without incident. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.